Event description:
It was reported when using the pyxis medstation es system not receiving new medication orders. The customer reported that malfunction caused delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction was due to configuration issue. A technical support specialist contacted the customer to conduct an investigation. They advised the customer to adjust the time zone settings and restart the medapplication to ensure the time zone is updated. The system functioned as intended after the technical support specialist troubleshooted the device.